Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 16, 2021.

Manufacturer narrative:
This report is submitted on september 08, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia to undergo an explant and skin flap repair surgery on (B)(6) 2021 due to skin flap necrosis and extrusion of the implant. It is unknown if there are plans to reimplant the patient as of the date of this report.